Event description:
A patient underwent an esophagoscopy procedure. Following the procedure, the pt developed blisters in the mouth. The dr diagnosed the blisters as chemical burns. The scope used during the esophagoscopy procedure was processed in a medivator machine with cidex opa.